Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not turn on. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with set doses of insulin. The power issue began on the morning two days prior. The patient did not take any action in regards to diabetes management as a result of the product issue. Reportedly, 7 to 8 hours after the onset of the power issue, the pt reportedly had symptoms described as "passed out and seizures." The patient indicated that he did not receive any treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that although the subject meter powered on with the power button, it would not power on with the test strip inserted. There was no evidence of product misuse. This complaint is being reported because the patient claimed that he had symptoms that can be associated with hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.